Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 01/20/2017 to 05/08/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was not available for return and analysis. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The concomitant sterrad nx was tested and evaluated by a field service engineer. The pump was found to be leaking. The part was replaced and the unit was brought back to specifications. It is inconclusive whether the maintenance performed was related to the complaint issue. There is insufficient information to determine an assignable cause. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The customer was unresponsive at multiple attempts to obtain additional information and the suspect bi was not returned for analysis. Should additional information be received, the complaint file will be re-opened and re-evaluated. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The chemical indicator (ci) changed to a golden yellow or bronze color. The previous and subsequent bi results were both negative. The affected loads were reprocessed and no injuries or harm were reported as a result of this event. Although there have been no confirmed reports of injury or harm to any patients in this case and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.